Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 358 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision. There were 41 other reported events ((B)(4)). -conclusion: product inspection could not be performed because no further information will be released by the hospital or surgeon.

Event description:
This pi is for the robot used in the primary surgery. It was reported that the patient's left knee (patellofemoral component) was revised after patient complaint of pain, 7 months post robotic procedure. Patient was revised to a stryker total knee. The rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary surgery. It was reported that the patient's left knee (patellofemoral component) was revised after patient complaint of pain, 7 months post robotic procedure. Patient was revised to a stryker total knee. The rep reported that no further information will be released by the hospital or surgeon.